Event description:
On 17 october 2022, neotract was made aware of a patient who received a successful prostatic urethral lift (pul) procedure on (B)(6) 2022. During the procedure, it was noted that one device did not properly deploy the implant and had to be removed through the sheath. Investigation of the returned device on 3 november 2022 confirmed that 1.8 mm of the needle was broken and not accounted for. Repeated attempts to contact the physician regarding the needle fragment were unsuccessful. The current status of the patient is unknown.